Event description:
Reporter alleged obtaining a discrepant blood glucose result of 520 mg/dl on a pt using the inform system compared back to back with a result of 48 mg/dl on the lab system when testing was performed within 10 minutes. Reporter indicated that the pt was not treated based on the meter result, but was somehow treated - in an unspecified way - based on the lab result. No other actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.